Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 24 x 3.50 promus premier select drug-eluting stent was advanced for treatment. However, the device could not track the lesion and the stent got damaged. The device was removed and completed the procedure with another device. There were no patient complications reported.

Manufacturer narrative:
Initial reporter address 1 : (B)(6).

Manufacturer narrative:
E1- initial reporter address 1 : (B)(6). Device evaluated by MFR: promus select ous mr 24 x 3.50mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The undamaged crimped stent outer diameter was measured by snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. The device could be loaded on a 0.014 inches test guidewire without issues. No issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 24 x 3.50 promus premier select drug-eluting stent was advanced for treatment. However, the device could not track the lesion and the stent got damaged. The device was removed and completed the procedure with another device. There were no patient complications reported.